Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they hypoglycemic episode. The customer was found passed out by their spouse. The customer does not know what their blood glucose level was at the time of the incident. The customer's blood glucose level was 215 mg/dl at the time of the call. The customer was treated by their spouse with glucagon. The line phone line was disconnected and no further information was provided.